Event description:
A ventilator was returned to the manufacturer center for service. The device was not in patient use. During the evaluation of the device at the manufacturer service center, the device failed the test active exhalation proportional valve during testing. The device's active exhalation control module was replaced to address the issue. Additional findings not related to the malfunction/issue was the pollen filter being replaced on the device. The following parts were replaced as a preventative measure on the device: exhaust fan assembly and 43-micron filter. After the parts were replaced, the following tests were performed on the device: repair test, alarm test, battery test, and run-in test. These tests passed on the device and the device was cleaned and found operating properly.